Event description:
It was reported that the patient had chest muscle/pocket stimulation and twitching. Evaluation revealed that the lead a safety switch had activated resulting in a unipolar pacing configuration with an output setting of 5.0 v. It was noted that the pacing impedance measurements were measuring around 3000 ohms, raising suspicion of a lead/proximal electrode fracture or disconnection. During assessment, the lead a output was gradually reduced, and the twitching resolved at 3.0 v. As the measured threshold was 0.4 v, the atrial output was reprogrammed from automatic to a fixed setting of 2.5 v, resulting in resolution of symptoms. The suspected lead issue was discussed, and the patient was advised to consult the physician regarding further management. Subsequently, the physician reviewed and determined that the patient had atrioventricular block and that no abnormalities were observed in the ventricular lead. Therefore, this ra lead was left programmed in unipolar mode, and continued follow-up was recommended. This lead remains in service. No adverse patient effects were reported.